Manufacturer narrative:
Failure analysis (fa) lab received an avea ventilator. Visible inspection found rear panel mounting hardware and air and o2 inlets loosened on rear panel. Mounting hardware for patient assist call pcba was also loosened. Additionally, the o2 sensor cable grounding lug was detached and the air inlet pressure transducer cable was disconnected. No other indication of damage or misuse. All loose hardware was tightened and the gas delivery engine (gde) was installed into a known good top level unit and powered on. Upon start up, user interface module (uim) displayed the following fault conditions: circuit occlusion and high peak. Under ambient conditions the calibration screen displayed a fluctuating a/d reading of 2-3 for exp pres. Original customer issue of transducer based faults was duplicated in the fa lab indicating a failed exhalation pressure transducer. This reported event considered a known issue addressed with an internal action.

Manufacturer narrative:
(B)(4). A carefusion field service representative was dispatched to the user facility. The field service representative evaluated the device, reproduced the reported event and determined that the most likely cause was that the device¿s gas delivery engine (gde) was malfunctioning. At present there are no replacement parts available. Once available, a replacement gas delivery engine (gde) will be provided to the user facility to repair the device and return it to service. The alleged faulty gas delivery engine (gde) has not been returned to carefusion for evaluation.

Event description:
The user facility biomed reported that the device is alarming "circuit occlusion." There was no report of patient involvement.